Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient "had an occlusion from a home treatment with the hylaronpen and what the non licensed provider said was juvéderm." Patient was treated with hyaluronidase and is now resolved.